Manufacturer narrative:
The customer's bflex 2 single-use bronchoscope was not returned to verathon for evaluation as it had already been discarded at the facility. Since the device was not returned to verathon for evaluation, the cause could not be determined. Verathon followed up with the customer following their initial report of the event in which they confirmed there have been no other issues reported since this event. Review of complaint history for the subject device's lot number was unable to be performed as the lot number was unable to be provided. Trending analysis for bflex 2 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a bflex 2 single-use bronchoscope (unknown size) during a CT lung case, the connected glidescope core 15-inch fhd monitor froze and failed to function. A backup glidescope system and bflex 2 single-use bronchoscope were obtained to continue the procedure to visualize placement of the tube in the patient's lungs. The customer reported a procedural delay of approximately three (3) to four (4) minutes while obtaining the backup system. No harm to the patient was reported. Following the reported incident, the customer reported being unable to replicate the issue and has not received any other reports from the department of similar issues. They reported that the issue was likely from the bflex 2 single-use bronchoscope, which was discarded at the facility following the procedure.